Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported when she presses a button on the insulin pump everything goes blank. The screen changes to one or two lines, and then eventually the screen goes black. She has to hit the esc button enough time and eventually goes back to the home screen. Customer's blood glucose was 62 mg/dl. The device was not dropped or bumped. Customer was advised to revert to back up plan. No further information reported.